Event description:
It was reported that during a tonsillectomy, two (2) evac 70 xtra became blocked within a few seconds, suction no longer worked, and the probes could not be rinsed free. The surgical field was bloody, the physician could not localize the source(s) of the bleeding. The bleeding problem was solved with the help of a bipolar electrocautery system but the patient lost 0.7l of blood. The procedure was completed with a delay greater than 30 minutes using a bipolar electrocautery system from erbe. Patient was able to leave the hospital without damage. No further complications were reported.

Manufacturer narrative:
H10¨internal complaint reference¨ (B)(4).

Manufacturer narrative:
Results of investigation: the reported device was received for evaluation. A visual inspection revealed that two devices did not return in any original packaging. Device one's waste line was completely clogged with bio debris. The electrodes had been used and had bio debris in them. In device two the electrodes had been used and had bio debris in them. Bio debris was in the waste line. A functional evaluation was performed on the returned device and found that both devices will not clear for suction. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that all documents provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. The reported considerable ¿tendency to bleed¿ along with a user technique and/or non-adherence to the IFU cannot be ruled out as contributing factors to the reported events, as excessive clotting would not be the likely culprit in a patient with a ¿suspected blood clotting disorder such as factor viii deficiency¿ as well the blood loss, though noted due to clogged suction, is also complicated by the ¿suspected blood clotting disorder¿. The IFU notes to maintain a separate suction line and failure to maintain suction may result in device failure as the wand suction lumens are to evacuate bubbles and/or small particles of tissue and ¿not for large volume suction and/or surgical field evacuation¿ and to replace the wand if marked reduction in the coblation is noted. Additionally, the amount of pressure applied on tissues during use along with user speed over target tissue and integrity of electrodes affect the rate and depth of tissue ablation. The patient impact included the reported 0.7l blood loss (mixed with rinsing solution), use of backup devices, extensive surgical delay and a 3-day hospital stay. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include: 1) the tissue attempted to be suctioned was too large, thereby causing a clog. 2) insufficient suction pressure or saline flow to excavate tissue. No containment or corrective actions are recommended at this time.